Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that water leaked in through the electrical wire. Since the event occurred during preventative maintenance, there was no pt involvement during this event.